Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported the pump screen was missing segments. No further information provided.

Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector on the lcd board. The pump was received with operating currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed unexpected restart and loss of memory after battery change due to a faulty component on the interface board. The pump was received with minor scratches on the lcd window.